Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing within atrial blanking during supra ventricular tachycardia (svt) and atrial tachycardia (at)/atrial fibrillation (af) episodes. Undersensing was also noted during fast atrial ventricular episodes. The lead remains in use. No patient complications have been reported as a result of this event.